Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer stated she replaced the battery cap and display did not return. Customer then stated she replaced the battery; put original battery cap on the pump and display returned. The customer's blood glucose was unknown. Advised to discontinue use of the insulin pump and revert to back up plan. Customer agreed to replace insulin pump and return for analysis.